Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this device displayed a battery depletion error and end of life (eol) was declared earlier than expected. A boston scientific technical services consultant discussed the clinical observations with the caller and stated the device should be replaced. The device remains implanted at this time. No adverse patient effects have been reported.